Event description:
It was reported that the patient had an allergic reaction causing them redness, a rash, and swelling due to their insertable cardiac monitor (icm). Medication was provided and the patient was hospitalized due to the event. Additional information was unavailable. The patient's condition was unknown.